Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation and the following was observed: balloon is burst longitudinally along the entire length of the balloon. Dimensional testing was performed, and measurements taken confirm that the balloon wall thickness was within specification. Imagery was provided for review, and it was observed that there is presence of calcification in the leaflets, sinotubular junction (stj), and other patient vasculature. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed as the device was returned and relevant imagery was provided. Available information suggests patient factors (calcification) likely contributed to the event as calcification in the stj was observed. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a vertical balloon rupture occurred after successful full deployment of the 26mm sapien 3 ultra resilia valve during a transfemoral transcatheter aortic valve replacement procedure. Inflation technique was slow. Blood was seen in the syringe. The device was able to be withdrawn without difficulty. The valve had zero gradient at the end of the procedure, and there was no patient injury. The perceived root cause of the balloon burst was calcium burden, as there was moderate leaflet calcium and severe sinotubular junction calcium.